Event description:
(B)(6) stated that they have been having issues with their mother's chair since they had gotten it back in (B)(6). At first the chair wasn't driving properly and then the wheel had fallen off while she was in the chair. They contacted lifecare solutions and said there wasn't anything wrong then. Roadrunner has come out and repaired/replaced a few parts but dealer refused to program joystick.